Event description:
Complainant alleged that during a routine shift check by a clinician. The device displayed "test failed" and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.